Manufacturer narrative:
Device evaluated by MFR: promus select ous mr 32 x 2.25mm stent delivery system catheter was returned for analysis. An examination of the crimped stent identified proximal stent damage with the stent struts lifted in a distal direction. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A examination of the shaft polymer extrusion found no issues. An examination of the tip found no signs of damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 02-apr-2021. It was reported that crossing difficulties were encountered. A percutaneous transluminal coronary angioplasty procedure was being performed. The 90% stenosed, de novo target lesion was located in the mildy tortuous and mildy calcified left anterior descending artery. Pre-dilatation was performed with 1.5x10mm and 2x10mm balloon. A 32 x 2.25 promus premier select drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed stent damaged.